Manufacturer narrative:
Customer was sent a new power supply. The original equipment manufacturer (OEM) of these power supplies has identified following root causes for the damaged power supply adaptors. The incorrect torque setting was selected by the production operator for the screws used to secure the power supply adaptor housings together. Mineral oil was found on the screws used to secure the housings together. The oil is used during the machining process during the production of the screws and was not removed by the screw supplier. These two root causes resulted in a combination of mechanical and chemical stress which led to the cracking of the screw pillars inside the housing top of the power supply adaptor. Manufacturing and inspection procedures have been revised at the manufacturer of the power supplies to address this issue. These corrective actions were finalized and implemented in june 2014. Siemens issued an urgent field safety notice (31983 rev. A) in september 2014 to notify all affected siemens customers.)

Event description:
The customer reported that their power supply adapter was loose. There was no report of injury due to this event.